Manufacturer narrative:
T:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low-high", and the meter bg reading was 96-183 mg/dl. No additional patient or event information was available. Reportedly, the customer performed calibrations when there was no bg value present on the cgm homes screen. A root cause could not be determined. A replacement sensor was sent to the customer.